Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the pt and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. The following other devices were also listed in this report: intercalary body w/female tap, cat# c-km41-7-900, lot# rx4179a; mrs fem stm 25 x 70mm, cat# c-km41-7-902, lot# rx4179c; mrs 17mm x 127mm femoral stem, cat# 6485-3-017, lot# d7eca; gmrs extension piece 40mm, cat# 6495-6-040, lot# lx8dk1; mrs 15x127 fem stem w/o body, cat# 6485-3-115, lot# c6tpa; mrs 13x127 fem stem w/o body, cat# 6485-3-113, lot# tec034b2. At the present time it cannot be determined which, if any of these devices may have caused or contributed to the pt's event.

Event description:
It was reported that, "intercalary pieces came apart. Went to ER 3/23 where x-rays were taken and sent home today 3/25 with brace. Will see dr m. On (B)(4) 2011 for further disposition."